Event description:
It was reported that during procedure for a benign prostatic hyperplasia, there was a damage on the fiber tip. The light was scattered when the device was used, and the metal tip came off when pulled out. The procedure was completed with another of same device. There was no patient complication.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the complaint fiber with a microscope identified that the glass and the metal cap were detached. The detached glass cap and the fiber card were not returned with the fiber. Although based on these observations, the reported event is confirmed. The fiber was functionally tested with hene laser fixture. The testing conducted did not identify any signs of breakage along length of fiber body. The connector segment verification test noted the light flashed green when segments are set to the connector d and the connector f. Visual inspection identified that the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber passed the connector segment verification test. Based on analysis and the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during procedure for a benign prostatic hyperplasia, there was a damage on the fiber tip. The light was scattered when the device was used, and the metal tip came off when pulled out. The procedure was completed with another of same device. There was no patient complication.